Manufacturer narrative:
Section h4: "device manufacturer date" was corrected to 07-mar-2023. A review of the manufacturing documentation associated with lot f2306601 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) is punctured making it impossible to fit the device. As a result, a new mynx control vcd was used. There was no reported injury to the patient. The device was stored, handled, and prepped per the instructions for use (IFU). The device was not returned for analysis. A product history record (phr) review of lot f2306601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-balloon loss of pressure¿ could not be confirmed since the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided), sheath condition factors (although not provided) and/or handling factors during prep most likely contributed to the loss of pressure reported since calcification/pvd at the access site or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing-related issue with the unit. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) is punctured making it impossible to fit the device. As a result, a new mynx control vcd was used. There was no reported injury to the patient. The device was stored, handled, and prepped per the instructions for use (IFU). The device will not be returned for evaluation.